Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one adapter and one handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned devices. No visual abnormalities were noted for the handle or adapter. During functional evaluation, the unload button on the adapter was then attempted to be depressed and it was noted that it could not be depressed. During electrical continuity testing, open traces were detected on the bldc board. This intermittent failure was confirmed by the presence of motor failure codes. The root cause of the observed condition was determined to be a result of a component obtained from a third party supplier, and a product enhancement has been initiated to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, an error occurred during the firing sequence. The "push before firing" button, the green indicator on the handle was on, and at the same time, the blue indicator on the status was also on. The staples did not form and the tissue was not cut. Another stapler was used to finish the procedure. No patient injury.